Manufacturer narrative:
The locking mechanism has compression and stretching damage. The mid-section of the coil has been stretched. The proximal and distal sections of the coil were not stretched. The v notch has been fractured. No manufacturing defects were found. All coil are inspected 100% prior to final packaging, therefore it is highly unlikely that the coil was damaged at the manufacturing facility. There are two possible contributing factors to the coil stretching. The primary contributing factor may have occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath was pulled straight back, the locking mechanism caught the inside of the v notch of the resheathing tool and became embedded. In addition, the locking mechanism may not have been fully disengaged off the core wire. The sheath also caught the v notches extended edges. This produced a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action produced significant resistance which may have produced coil damage. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger, as shown in figure 3¿¿ caution: if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm).¿ the secondary contributing factor may have occurred if the coil was quickly retracted into the green introducer sheath during inspection by the end user. During retraction, the coil may have caught the sidewall of the introducer sheath causing the coil to stretch. If this did occur, then for optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿¿visually examine the microcoil for any anomalies such as kinks, burrs, stretched coil, striations, or other damages. If any anomalies are noted or if there is difficulty advancing the microcoil from the introducer sheath, the unit may be defective. Repackage the microcoil and return the entire device to micrus endovascular or an authorized representative for replacement. Once the visual inspection is complete, gently pull the microcoil back so that no portion of the coil is exposed out of the end of the introducer tip...¿ a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Based on the information and the analysis, the event was confirmed, however procedural factors outlined in the IFU likely contributed to the event. Additionally, review of this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Event description:
The contact at the facility reported that during the embolization of an aneurysm at the upper section of the ophthalmic artery the deltapaq coil (cdf10015430/c23757) partly stretched. The size of the aneurysm was 3.4 mm*3.2 mm. It was reported that after the access was established, the surgeon positioned 3 coils (details unknown) smoothly. When he placed the 4th coil (the deltapaq) into the physiological saline bath outside the patient he noted that the coil had already partly stretched. The surgeon had to change to another coil to complete the surgery directly. There was no report on patient injury. At the time of initial contact, the coil was not available for return. There was no significant delay in the procedure due to the issue. An adequate continuous flush was maintained through the catheter. There was no resistance between the guidewire and the microcatheter when accessing the target site. Prior to this coil, other coils went through the microcatheter without resistance.

Manufacturer narrative:
The deltapaq (cdf100154-30, lot c23757) will not be returned, therefore, the root cause of the coil found to have been stretched in the saline bath prior to patient use cannot be determined. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. As the root cause of the stretch cannot be determined and there are no issues during the manufacturing or inspection process that can be related to the reported complaint no corrective actions will be taken at this time.